Manufacturer narrative:
Reported event: an event regarding disassociation and wear involving a accolade stem was reported. The event of disassociation was not confirmed while the event of trunnion wear was confirmed based on provided photos. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The recently explanted stem, shell and liner components were showed in the photos. There are blood and tissues on the stem. The trunnion was severely worn to a pointed tip. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: undated x-ray: ap pelvis with bilateral uncemented tha, both reduced and nominal in appearance. No clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. Based upon the single x-ray provided, neither confirmation of the event description nor preparation of a medical report is possible for this case. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the provided photo showed that the trunnion was severely worn to a pointed tip. Clinician review indicated that based upon the single x-ray provided, neither confirmation of the event description (disassociation) nor preparation of a medical report is possible for this case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), operative reports, dated serial x-rays, and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported that the patient presented to emergency with clunking in their hip after experiencing this discomfort for several weeks. It was further reported that x-rays revealed the femoral head had dislocated from stem. The patient was booked for revision surgery.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices and does not have reporting responsibilities. However, since this device was used in conjunction with a stryker device, the product information for this device is being referenced in this MDR report - lot #: 51216, cat #: mmh-9988-0052.

Event description:
It was reported that the patient presented to emergency with clunking in their hip after experiencing this discomfort for several weeks. It was further reported that x-rays revealed the femoral head had dislocated from stem. The patient was booked for revision surgery.